Event description:
Related manufacturer reference number:2017865-2023-04554, related manufacturer reference number:2017865-2023-04557, related manufacturer reference number:2017865-2023-04558. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion and df-1 rv connector leg) was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies except for procedural damage.